Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site and underwent a pocket revision procedure. The patient reportedly fully recovered.